Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of 600 mg/dl. Troubleshooting was performed to determine reason for high blood glucose. Customer had symptom of high blood glucose; customer had excessive thirst. Alarm history showed a no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer removed infusion set and found that cannula was bent.